Event description:
During evaluation of a returned homechoice automated pd set with cassette, a leak was identified from the cassette. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Lot number - the customer reported that the lot number of the device was one of the following: s14k12023, s14j21075, or s14j03073. Lot number s14j03073 is not recognized by baxter. Lot s14k12023 was manufactured on 12 nov 2014. Lot s14j21075 was manufactured on 21 oct 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. A simulated therapy was performed using a homechoice device, and fluid was identified on the cassette door ledge. Further inspection of the cassette revealed that there was a slight leak at the bottom corner of the cassette. An underwater pressure test was performed, and revealed that the leak was from a crack on the side of the cassette. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted for lots s14k12023 and s14j21075 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.